Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the flow transducer test during the pre-use check. Our field service engineer (fse) investigated the ventilator on site. The fault was located to the expiratory cassette. The fse informed the customer to order new exp-cassette for replacement. A new pre-use check was performed and all tests passed. The device logs were not provided. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: # (B)(4).